Manufacturer narrative:
The device was manufactured between: august 24, 2016 ¿ august 26, 2016. As the sample was not returned a device analysis cannot be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred sometime in 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a small volume folfusor. The device was filled with fluorouracil. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.